Manufacturer narrative:
The reported event of stretched helix was confirmed. As received, a device was returned for analysis. Visual inspection showed that the helix was stretched out of specification consistent with procedural damages. The cause of the reported event of stretched helix was isolated to procedural damages. No other anomalies were identified.

Event description:
It was reported that the patient presented during a leadless pacemaker implant procedure. During repositioning of the device, it was noted that the helix of the leadless device had extended. The device was not implanted and the procedure was completed with a replacement device during procedure on (B)(6)2022 . The patient was in stable condition.